Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) of 50 (mg/dl). Customer addressed bg level by ingesting honey and juice.